Manufacturer narrative:
Fields updated: b5, h2, h11. This report is being supplemented to provide a correction to a previously submitted report. Following the receipt of additional information, it was determined that this event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer regarding the reported failure mode. The customer confirmed that the tip of the thunderbeat device did not break off (there was no separation or threat of separation of the tip or tissue pad reported).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during an unspecified procedure, the tip of the thunderbeat device broke during the operation. There were no reports of patient harm.